Event description:
It was reported bedside nurse noted leakage during use. The dressing was removed, and an external fracture was observed at the hub. The PICC was removed. The PICC had been used for cytotoxic medication administration and blood sampling and was flushed prior to removal. No harm to the patient was reported. The PICC was inserted on (B)(6) 2026. The exit site marking was 5, the cephalic vein was accessed, and the catheter was trimmed to a length of 48cm. Device was secured with a securacath securement device. The PICC was used for CT scans on two occasions. The indication for use was sact, and the drug administered was inotuzumab chemotherapy. The incident and removal both occurred on (B)(6) 2026. There was no delay to the patient¿s treatment, no patient harm occurred, and a new PICC will be required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.